Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) in the 30's mg/dl. The cause of bg was unknown. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with an intravenous drip and did not recall the type of fluid received for treatment. At the time of the report with tandem technical support, the customer declined to provide additional information regarding the event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.